Event description:
It was reported that failure to cross a lesion occurred. The (B)(4) stenosed target lesion was located in the mildly calcified and mildly tortuous left circumflex (lcx). A 20 x 3.00 promus premier select stent was advanced but could not cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable. It was further reported that a shaft break occurred during use.

Manufacturer narrative:
Device evaluated by MFR: a promus select ous mr 20mm x 3.00mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified no damage. The crimped stent od (outer diameter) measured within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 23.5cm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted during analysis. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. An examination (visual and via scope) found no issues with the tip. No other device issues were noted during analysis.

Event description:
It was reported that failure to cross a lesion occurred. The 90% stenosed target lesion was located in the mildly calcified and mildly tortuous left circumflex (lcx). A 20 x 3.00 promus premier select stent was advanced but could not cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable. It was further reported that a shaft break occurred during use.